Event description:
Cvicu manager requested log review to know if the patient received too much lidocaine or died of his heart disease. On (B)(6) 2010 at 19:10 pm, pt was ordered lidocaine (concentration of 2gm/500ml) to infuse at 1mg/min. At 11:00pm lidocaine was ordered increased to 2mg/min, (30ml/hr). At 12:00pm on (B)(6), rapid response team was called and the nurse noted the lidocaine was infusing at 120ml/hr. Customer also stated there was a discrepancy in the number of bags of lidocaine sent from pharmacy. Pharmacy sent 4 bags; only one was scanned into the system. Customer reported patient died on (B)(6) 2010 of his heart disease. Although requested, no additional information was provided and this constitutes all known information regarding this event.

Manufacturer narrative:
(B)(4). Patient information requested. Customer indicated the device will not be returned for investigation. The customer stated the programming error was determined to be a user issue; the nurse was not familiar with proper programming. The manufacturing history record was reviewed and no quality issues were found during manufacturing build for this device serial number. The product monitoring and service databases were reviewed and no other complaints have been opened. For this pump, serial number and the search results did not uncover any relevant issues.